Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leaking issue. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse performed calibration with all functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leaking issue. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.